Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the imaging window was twisted, and it was detached near the lap joint section. No damage was found in the imaging core within the telescope and sheath sections of the device. Impedance testing showed an electrical open at the proximal end of the catheter, between 130 and 140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 23 jun 2025. It was reported that visualization issues occurred. The stenosed target lesion was located in the left coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion; however, the ivus image was blackened and could not be displayed. The procedure was completed another of the same device. The patients condition following the procedure was stable, and no complications were reported. However, device analysis revealed that the imaging window was twisted and detached near the lap joint section.